Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The lesion was predilated with an unspecified balloon and then a 4.0x20mm promus element stent delivery system (sds) was advanced to the lad, but was unable to cross the lesion. The device was removed from the patient and after re-ballooning the lesion, the procedure was successfully completed with a 4.0x18mm non bsc stent. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Strut rows at the distal end of the stent were misaligned and stretched 6mm over the distal markerband. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).